Event description:
Report received of an overdelivery of potassium. At 2:30pm, the pump was programmed to deliver potassium on channel a at a rate of 50ml/hr with a volume to be infused (vtbi) of 100ml. Channels b and c had unspecified solutions infusing without incident. Reportedly, at 2:50pm, the pump gave an audible alarm and displayed an unspecified message. The nurse reportedly found channel a programmed with a secondary rate of 200ml/hr; however, there was no secondary solution present. The pump display showed that the vtbi on the secondary line was "0". At this time, the nurse observed that approx 50ml of the potassium had infused in 20 minutes instead of the intended 1 hour. The remaining 50ml of potassium was held. At 3:30pm, the infusion was resumed with a replacement pump. The pt did not experience any adverse effects. The dr was not notified. Though requested, there was no further info available.